Event description:
Day 1 post uae pt experienced excruciating pain. Was discharged same day. The following 6 days after procedure, experienced severe night sweats. Unable to void or have bowel movement. Increased severe pain. Required assistance walking. Day 8 post uae admitted to a different hospital. Admitted for 2 days for pain control. Two days later readmitted with pain, sepsis and inability to void. Hysterectomy required for uterus swollen 3 times normal size.